Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck in lesion, difficulty in catheter removal and sheath detachment occurred. The target lesion was located in the right coronary artery (rca). An opticross¿ imaging catheter was selected to perform an intravascular ultrasound (ivus). During procedure, the opticross¿ imaging catheter got lodged inside the calcified lesion, so they have to remove the device. However, difficulty in catheter removal was encountered and it was noted that the distal end of the opticross¿ imaging catheter was broken. They didn't use another ivus, instead they removed the ivus and then re-wired it and stented it over the lesion and used a stent cover. No patient complications were reported and patient's status was fine.